Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, a "ventilator inoperative" alarm condition was observed. The ventilator's software needs to be re-loaded to address the issue.